Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis. The pump was noted to be chipped and cracked to the top and bottom case. The event history log revealed a motor rate error. The pumps motor drive occlusion test was run; verifying the complaint. Based on the evidence, the worm coupling was sticky and worn out; causing the complaint. The root cause was noted to be normal wear of the pump.